Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; the device also exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker and non-boston scientific right ventricular (rv) lead had triggered a lead safety switch (lss) due to impedance measurements of greater than 3000 ohms. Additionally, there was a previous signal artifact monitoring (sam) episode for noise on the rv channel which appeared to be due to minute ventilation (mv) signal oversensing. Further, after the lss, there were episodes of noise, oversensing, and pacing inhibition observed. Patient isometrics were performed which did not elicit any noise in bipolar configuration. The device was reprogramed to bipolar sensing and unipolar pacing. No adverse patient effects were reported. The device remains in service. This device was included in the recent minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that this pacemaker and non-boston scientific right ventricular (rv) lead had triggered a lead safety switch (lss) due to impedance measurements of greater than 3000 ohms. Additionally, there was a previous signal artifact monitoring (sam) episode for noise on the rv channel which appeared to be due to minute ventilation (mv) signal oversensing. Further, after the lss, there were episodes of noise, oversensing, and pacing inhibition observed. Patient isometrics were performed which did not elicit any noise in bipolar configuration. The device was reprogramed to bipolar sensing and unipolar pacing. No adverse patient effects were reported. The device remains in service. This device was included in the recent minute ventilation sensor signal oversensing advisory population.